Manufacturer narrative:
D4 & h4: serial number, model,catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cubex would not open. A technical support specialist (tss) confirmed that the cubie had already been issued and the transaction was recorded, but the cubie did not open. Tss guided the user to log in to the cabinet and perform a cycle count to allow the cubie to open again. The user confirmed that the issue was resolved and that no further action was required. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank drawer popped out but unable to open the cubie. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.